Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The results from the meter were 2.3 inr and 2.2 inr. The result from the laboratory was 1.8 inr. The results were taken between 2:00-4:00 p.m. And were all within 10 minutes of each other. The customer¿s therapeutic range is 2.0-3.0 inr.